Manufacturer narrative:
(B)(4). (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the liquid would not flow into the chamber during use. No patient consequence or delay to surgery was reported. The surgery was completed with another batch. No further information has been made available at this time.